Manufacturer narrative:
A sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that the needle of a bd vacutainer® winged safety pbbcs with 12 in. Tubing 21 g x .75 in did not retract after use. The nurse was disposing the needle in the sharps container and stuck her finger. Medical interventions not reported.